Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. The patient uses tandem tslim in hybrid closed loop and experienced collapse due to hypoglycemic shock and was brought to the hospital on (B)(6) 2025. The behavior of the display device during that time was not known. It was not reported whether a bg was checked; however, the reporter stated that they did not perform calibration. The patient was taken to the hospital. The spouse stated that this event resulted in "the pump giving insulin too quickly." In the hospital, the patient was given IV fluid. The length of stay was not documented. At the time of the report, the patient was "already back home and feeling okay" 3 days after the event. Attempts to contact the patient/reporter to clarify event details were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.